Event description:
Reporter calling to report her father's death after complications while using his resmed CPAP (continuous positive airway pressure) mask with magnets. Reporter states she and her husband were at her father's house on (B)(6) 2023, and her father was preparing his CPAP for use. Reporter states "as soon as" her father placed the mask on his head and started the CPAP, he went "pulseless and unconscious" and "he turned yellow". Reporter states her father went into "full arrest" and they called 911. Reporter states her father's pulse gradually returned and he began to regain some consciousness, and paramedics rushed him to a local hospital. Reporter states that after her father arrived at the local hospital, his troponin levels were elevated and he was promptly transferred to a larger medical center for more specialized care. Reporter states her father remained ill in the hospital and eventually passed away on (B)(6) 2023. Reporter states during the hospitalization period, her husband went to pick up more CPAP supplies from "rest easy in (B)(6)" and talked to the staff about his father-in-law. Reporter states that when staff at "rest easy" learned that the CPAP mask user also had a pacemaker, they told the son-in-law that his father-in-law should not be using this type of CPAP mask. Reporter states she additionally received a safety notice letter, warning that this resmed mask is contraindicated with pacemaker use, however reporter states this contraindication notification is "not obvious enough" and is easily missed within the other contents of the letter. Reporter additionally expresses her concern that insufficient training and notification is provided to physicians regarding this contraindication with the CPAP mask. Reporter states her father had a medtronic pacemaker with "fin number (B)(4)". Reference report: mw5151736.